Event description:
The customer contacted abbott regarding quality controls out of range high when an unknown lot of clinical chemistry albumin bcg reagent without thimerosal preservative was in use. The customer compared their control target values with another two hospital sites which matched the values for the new reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products:architect c8000 analyzer, list # 1g06-01, (B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.